Manufacturer narrative:
The customer contacted siemens customer care center (ccc). The customer performed the following troubleshooting actions: inspected sample probe 2 (s2) and reagent probe, cleaned sample probe 2 and reagent probe 4 with an alcohol pad, and cleaned the drain with the drain brush. A full quick check, precision studies, quality controls (qcs) and service method tests (smts) were run on the instrument; the quick check recovered acceptably, while the precision tests, smt recovery for the s2 mixer, and qcs recovered out of specifications. A customer service engineer (cse) was dispatched to the customer's site. The cse replaced s2 mixer and ran alignment in mixer diagnostics, sample 2 probe under mix and sample 2 probe over mix tests, quick check; the alignment tests, under mix, over mix, and quick check tests recovered within specifications. The cse advised the customer to run quality controls (qc). Siemens further investigated and determined that the malfunction of sample 2 mixer potentially contributed to the discordant, falsely low co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on 2 patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s) and were questioned. The samples were repeated on an alternate dimension vista 1500 instrument, resulting higher. The repeat results correlated with the patient's history and presentation of the patients. The customer indicated that the repeat results were not reported to the physician(s) since the samples were exposed to the room environment when the samples were repeated. The customer indicated that the discordant results were removed from the patients' record. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.